Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported in the patient's medical records that on (B)(6)-2009: the patient presented with a preoperative diagnoses of scoliosis, prior transpsoas fusion stenosis, and leg pain. The patient has a history of idiopathic scoliosis and radicular significant deformity and leg pain. Imaging studies revealed lumbar stenosis and lack of fusion of the transpsoas anterior interbody devices. The patient underwent the following procedures: l5-s1 anterior lumbar interbody fusion, l3-l4-l5 laminectomy; t10-s1 posterior spinal fusion and instrumentation with the use of intraoperative fluoroscopy, iliac crest aspiration and local bone grafting. Per the op notes, after the disc space was prepared at l5-s1, a peek implant was packed with a small sponge from a rhbmp-2/acs kit and then impacted into the interspace. No patient complications were noted.